Event description:
It was reported that the customer experienced a quick drop in blood glucose on 06/20/2014 and again two weeks prior. The blood glucose reading was 126 mg/dl at the time of the call. At the time of the low blood glucose event, her reading went as low as 21 mg/dl, which the customer treated with orange juice. She stated that she could not see nor talk at the time. The customer declined to provide information regarding the issue and requested to return the insulin pump with nothing on paper. She was not admitted as an inpatient for medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The device passed the functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had cracked battery tube threads.